Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Device 2 of 2: reference MFR. Report#: 3006705815-2020-31279.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2020-31279. It was reported a cerebrospinal fluid leak occurred during a trial implant procedure. The patient began to experience headaches following the procedure. The headaches were addressed via blood patch.